Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The guide wire and its polymer jacket fragment approximately 5mm long were returned for evaluation. The distal segment of the returned guide wire was slightly curved. For approximately 4mm from the tip, the polymer jacket was found peeled off exposing the underneath coils. The remaining polymer jacket was found stretched proximal to the peeled end. At approximately 14mm from the tip, the polymer jacket was scratched and partially scraped possibly by a relatively sharp object, so that the coils were partially exposed. The returned fragment was approximately 5mm long. Microscopic observation of the fragment revealed that it was flipped inside out having helical grooves made by coils. The proximal segment of the fragment was tuck and the proximal end was stretched. At the distal end, trace of the ball tip was observed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that peeling of the polymer jacket was very likely caused by the concomitant metal-tip catheter that scraped the surface of the guide wire and torn the polymer jacket when the guide wire was temporarily deformed due to the tortuous vessel. There was no indication of product quality deficiency. Damage of the polymer jacket was too severe to completely rule out the possibility that some fragments might be left in the patient anatomy. Precautions section of the instructions for use (IFU) states: never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.). (This guide wire may be damaged or break apart.)

Event description:
It was reported that an asahi guide wire was noticed stuck with a concomitant catheter during a ppi to treat a 90-99% stenosis in the sfa through bk. Both devices were removed together when the polymer jacket of the guide wire was found peeled off. The peeled polymer jacket detached from the guide wire when the physician was checking the removed guide wire with his fingers. New devices were replaced to resume the ppi. Recanalization was successfully completed. The patient had no problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.